Event description:
It was reported that the 9800 system locked up with x-ray tube error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into svc.